Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with her sensor. The customer received calibration error alerts as well as change sensor alerts. The customer stated that she felt the main issue was with the transmitter. The customer's blood glucose was 400 mg/dl. The customer stated that she had a headache. Troubleshooting was done. Verified that there was sensor date in carelink. However, determined that the customer was not adhering to calibration recommendations. Explained the proper calibration protocol to customer. Nothing further reported.